Manufacturer narrative:
The associated device, intended to use in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the r3 liner impactor head 38-42mm and the r3 liner impactor head 44-48mm cracked. Event occurred during use, while instruments were outside the patient. Nothing fell into the patient. The procedure was completed using a s+n backup device. No surgical delay and no harm to the patient was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.